Event description:
It was reported that prior to using a bd micro-fine¿+ pen needles 31g x 5mm, foreign matter was observed in the hub. The following information was provided by the initial reporter, translated from japanese to english: the patient's verbatim report is that a black fm was found onto the inside of the plastic case upon opening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd micro-fine¿+ pen needles 31g x 5mm, foreign matter was observed in the hub. The following information was provided by the initial reporter, translated from japanese to english: the patient's verbatim report is that a black fm was found onto the inside of the plastic case upon opening.

Manufacturer narrative:
H.6. Investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from lot. No. 1223670, cat. No. 320129. Visual examination was carried out on the returned sample and photos and a black degraded material was observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue occurred due to the moulding press stopping whilst heats remained on the injection unit. H3 other text : see h.10.